Manufacturer narrative:
The customer contacted a siemens customer care center to report discordant, falsely low carbon dioxide results were obtained on a dimension vista 1500 instrument . A siemens customer service engineer (cse) was dispatched to the customer's site. Cse flushed the incoming water supply, replaced and aligned sample probe 2 (s2) probe, primed and verified bottom of cuvette correction (bocc), and adjusted cuvette ring temperature. It was noted that reverse osmosis (ro) rejection was less than the set point. During the first follow up, cse also replaced reagent probe 4 (r4) horizontal and vertical motors with a hard mount, replaced ro membranes, ran a ro rinse, and inspected the water purification module (wpm) for any leaks. No leaks were observed. Bocc was verified. During the last follow up, cse replaced the sample probe 2 (s2) mixer, verified the bocc, measured wpm tank temperature, calibrated and ran a precision study. Siemens concluded that the cause of the event was the sample probe 2 (s2) mixer, which needed replacement. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument, resulting in a higher value. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.